Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower keyboard was not functioning properly. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning properly. A field service engineer (fse) replaced the keyboard for the integrated main unit. The fse then tested the keyboard and confirmed that it was functioning and responsive. The system functioned as intended after the field service engineer repaired the device.